Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm reading was low, and the blood glucose reading was inaccurate, but no specific readings were reported. The patient was brought to the hospital and was admitted. The reporter stated that the reason for the hospital visit was ¿extreme weakness blood sugar¿. The patient was treated with intravenous antibiotics which was later changed to oral antibiotics. No specific treatment for diabetes management was reported, and it was unknown if the patient experienced a hypo or hyperglycemic event. At the time of the report, 3 days after the event date the cgm reading was 223 mg/dl, and the blood glucose reading was 180 mg/dl. At the time of the report the patient was still hospitalized. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator for the date of event. The reported glucose values fall within the a zone of the parkes error grid for event date (B)(6) 2025. No additional patient or event information is available

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.